Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.00mm x 12mm emerge balloon catheter was selected to use. However, upon advancing the balloon tip into the sheath, the mid shaft snapped in half and broke about 30 cm from the end of the catheter outside the body. The broken balloon was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation at 52.2cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.00mm x 12mm emerge balloon catheter was selected to use. However, upon advancing the balloon tip into the sheath, the mid shaft snapped in half and broke about 30 cm from the end of te catheter outside the body. The broken balloon was removed and the procedure was completed with a different device. No patient complications were reported.